Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss 2 alarms in an iab placed less than an hour ago in the operating room".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updatedreported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "failed leak test, suspected rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Event description:
It was reported "helium loss 2 alarms in an iab placed less than an hour ago in the operating room".at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated reported. The patient's current condition is reported as "unknown"